Event description:
It was reported that patients ipg flipped in the pocket and patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.